Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that issue could not be replicated, connections were secured, customer tested drawer multiple times with no failure. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawer 2.2 failed to open due to a stuck pocket, resulting in no access to medications or cubies. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.